Event description:
Two separate boxes of 10fr shiley trach tubes were opened for procedure. Both were sequentially placed into newly created trach stoma and both were unable to be inflated. Upon inspection of each removed trach tube, it was found that both had holes in the cuff. Third shiley trach tube successfully inserted and cuff inflated. Procedure was lengthened by approximately 20 minutes on a critically ill ICU patient.